Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported customer's sensor readings are inaccurate. Customer stated his insulin pump will alarm low at 83 mg/dl, but he thinks it may be due to the device settings. Customer's last blood glucose was 180 mg/dl. Customer was advised to speak to his doctor about adjusting his settings. Customer's mother also mentioned that customer was hospitalized last sunday with ketones, but she said customer was not using the insulin pump at the time. Nothing further reported.